Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the motion relay and interface (umbilical) cable were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable and motion relay have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the gantry for the imaging system could not complete any motion. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The interface (umbilical) cable for the imaging system was returned to the manufacturer unused. The return indicates that the hardware component was not replaced to resolve the reported issue. The suspect relay has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The interface (umbilical) cable for the imaging system was returned to the manufacturer for evaluation. Testing found an open between two connectors on the cable. It was noted that gbit testing passed and visual inspection passed.